Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the electrode at the distal end of the temporary basic evaluation (be) lead, separated from the main lead and was left insitu when the lead was explanted as per normal/standard practice following implant on (B)(6) 2024 (17 days insitu).  No cause specified other than the healthcare professional (hcp) reported normal tension when pulling on the lead to remove it. When hcp inspected the explanted lead, they noted that the electrode was missing and 3 wire strands appeared separated. Patient is booked for their full implant on the (B)(6) 2024. Before that procedure takes place, radiography will be used to locate the electrode (10mm long) with a view to retrieving it if possible. Failing to do so will render the patient incompatible for full body MRI.

Manufacturer narrative:
Continuation of d10: product ID 309201, lot/serial# (B)(6), product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(6), ubd: 30-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6: codes have been updated to reflect to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported that previous report of the electrode at the distal end of the temporary basic evaluation (be) lead having separated from the main lead was incorrect. The surgeon misinterpreted the lead separation mistakenly by comparing the distal end to a proximal end. This has been resolved as there was no issue to begin with.